Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. The customer states the insulin pump alarmed battery out limit. The product was not returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.